Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the implant did not osseointegrate after its installation in intraoral region #19. The implant was immediately carried out and immediate load was not performed. The patient presented bone type iii.